Event description:
It was reported during a shoulder arthroscopy the tip of the device broke and was retrieved without injury to the pt.

Manufacturer narrative:
Device has not been received for evaluation. A follow up report will be issued once the product is received and evaluated.